Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Correct data: (patient and device codes only).

Manufacturer narrative:
.

Event description:
This procedure was performed in (B)(6). Patient treated with venaseal and is now experiencing an allergic reaction or skin irritation that consists of reddening of the skin on thigh over the treated vein and also on the arm.